Manufacturer narrative:
Blocks d9 & h3: the intrasight system component was returned for evaluation. Block h3: at the customer site, a field service engineer replaced the "ace-e pca with fan assembly fru", and confirmed the system was working properly and back in operation. Visual inspection of the returned component found no damage observed. During functional testing, the component was connected to a lab system and functioned as intended. All images loaded correctly with no hardware faults detected. Block h6: the probable cause of the reported error message could not be conclusively determined since no issues were detected during investigation. Correction: to capture the replaced component, the component code was updated from g07001- part/component/sub-assembly term not applicable to g02007- computer hardware. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight system was used in an emergent coronary procedure. During use, an error appeared and could not be terminated through restarts. The procedure was completed without using ivus with no patient injury reported. This product problem is being reported because the system could not be used during an emergent case; resulting in a potential for harm due to the delay of the procedure.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks e1 & g2: country is germany. Blocks h3 & h6: the intrasight component was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.